Event description:
Info received indicates the foot motor is running unintentionally.

Manufacturer narrative:
The tech found the foot hi/low motor would run constantly. The tech discovered the motor was loose in the column and replaced the foot column to repair the bed.